Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion micro meter was reading high. Bg reading was 200 first thing in morning. Caller took meter to dr. Appointment with him today and the meter the dr. Had resulted at 144 where the relion micro read 188. Retested and the dr. Meter was consistent, however the micro jumped to 220. Caller in past has given himself insulin based on the reading the meter was giving him (high readings) and has then started to feel shaky and ill. Dr told him that it was most likely due to the readings being off. Controls not used. Replacing product.